Manufacturer narrative:
Correction to d9 (update to 'no' and null value to 'n/a') and h11. H11: remove the statement "the device was received and is currently awaiting evaluation." Additional information: h4, h6, h11. H11: the actual device was not available; however, two (2) photographs of the sample were provided for evaluation. Visual inspection of the photographs observed a leak in the capped vent filter. The reported condition was verified. The cause of the condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system - non-dehp solution set leaked saline at the blue priming vent. The blue cap component of the vent appeared to be cracked. This was observed prior to patient use. A non-baxter spike adaptor was used in the set up between the solution set and bag. There was no patient involvement. No additional information is available.